Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The sample has been requested and it is reported to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 470 units released for distribution. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using a sorbafix enhanced fixation device an attempt was made to drive fasteners into the southern abdominal tissue, but they did not penetrate. No fasteners were successfully fixated, and the fasteners were removed from the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The sample has been requested and it is reported to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the results. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds that all the remaining 22 fasteners bound to the mandrel as a result of being temperature exposed. It is unknown if the device was temperature exposed prior to use or during sample return transit. The foil pouch with the temperature indicator was not returned. No manufacturing anomalies were found. Based on the above determination, the sample evaluation is inconclusive, and the root cause could not be identified. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using a sorbafix enhanced fixation device an attempt was made to drive fasteners into the southern abdominal tissue, but they did not penetrate. No fasteners were successfully fixated, and the fasteners were removed from the body. The procedure was completed using another device. There was no reported patient injury.